Event description:
A manager reported while performing a biometry measurement, the examination results did not match the results displayed by the equipment. Additional clarification was received from the customer reporting that the results displayed did not match the results that the surgeon would have expected based on his examination. There was no patient impact reported.

Manufacturer narrative:
The company representative visited the facility and noted that the wrong technique was being used. A review of the printed report of the scan showed that the "contact" technique had been used, but the facility reported that they always use "immersion" when performing biometry. The company representative provided an in-service to retrain the customer. No samples were returned for evaluation, therefore steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event was attributed to user error, as the incorrect technique was selected on the system during the scan. (B)(4).